Manufacturer narrative:
CAPA-2021-375 has been opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220). Complaint is considered substantiated.

Event description:
In this event it is reported that a automatrix extra shaft assy broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.